Event description:
Caller states that the patient tested 5.9 inr and 7.9 inr during duplicate testing. Coumadin was reportedly held for 1 week due to device results. No adverse event reported. Requested return of suspect device and replacement was sent.